Event description:
It was reported that the patient had visited the emergency room with hypoglycemia. The patient's blood glucose levels declined to 67 mg/dl while wearing the pod for an unknown duration. Symptoms reported include the patient feeling confused and lethargic. The patient was treated with glucose tablets. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone15.2 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.